Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the patient right siderail is broken and could not be locked in the upright position. No patient involvement or adverse consequences are reported.